Event description:
Upon investigation (B) (6) 2010, manufacturer's domestic evaluations lab found inform electrical contact pins melted/burned. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.